Manufacturer narrative:
The referenced gastrointestinal bleed was reported on medwatch MFR report # 2916596-2017-02555. Approximate age of device - 5 years, 1 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a chronic elevation in lactate dehydrogenase (ldh) 800-900 u/l. There was a rise in plasma free hemoglobin (hgb) on (B)(6) 2018. There was a mechanical sound change in the pump. The manufacturer¿s technical service representative reviewed supplied system log file and observed transient power and flow elevations. The patient was seen in clinic for a follow up appointment on (B)(6) 2018 with elevated ldh of 1100 u/l and plasma free hgb elevated to 99 g/dl. No power elevations were observed and the patient reported feeling fine with no complaints. There were no alarms. The patient was administered IV heparin and a ramp echocardiogram was performed which was normal. The patient was off aspirin and coumadin due to history of gastrointestinal bleeding. The patient was discharged after inr at 1.5 and ldh at 839 u/l. As of (B)(6) 2018, the patient had continued to be monitored and their ldh was at 968 u/l. The site did not have a cause to the elevated ldh.

Manufacturer narrative:
Pump power elevation was confirmed through the evaluation of the submitted log file.the center submitted a system controller log file dated from (B)(6) 2018 through (B)(6) 2018 for review. Majority of the captured events were routine power source exchanges and pi events. It should be noted that five transient pump power elevation over 6 watts were captured on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. Some of the elevations were accompanied by pi events. The pump power returned to the baseline around 5 watts after the events. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The account communicated that the patient has chronic ldh elevation in ldh 800-900. On (B)(6) 2018, the plasma free hemoglobin was elevated to 25.1. The patient also reported that there was a mechanical sound change in his pump but no alarms. The patient was seen in clinic for follow up on (B)(6) 2018. The patient¿s ldh level was elevated to 1100 and plasma free hgb was elevated to 99, but no signs of bleeding and no sudden drops in hgb or blood pressure were noted. The patient was asymptomatic and was placed on a heparin gtt. Upon admission, the patient¿s inr was 1.3. The patient also had a ramp echo performed that appeared negative for a thrombus. The patient tolerated the echo at a higher speed so the lvad speed was increased to 9000. Upon discharge, the patient inr was 1.5 and ldh level was 839, and on aspirin 81mg. The case for ldh elevation was not determined. The plan for the patient is continue monitoring. The patient remains ongoing on vad support and no further related issues have been reported. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The IFU also explains how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.